Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure for macular hole repair, undiluted gas was injected into the eye. The technician entered 14% on the system and informed the surgeon that if he pulls back the syringe to 60cc it will automatically release 14% of the gas. The technician later came back an explained to the surgeon that he had given the wrong information. The patient had already been discharged for the day. The patient returned on the same day with elevated intraocular pressure (iop). The surgeon performed a vitreous tap twice that same day and then again on the following day. The patient returned again 3 days after surgery to the operating room for a fluid air exchange procedure. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. From the information obtained, the facility technician provided incorrect information to the surgeon which led to the reported event. The directions for use (dfu) instructs the operator to fill the syringe with the specified gas and calculate the syringe volume adjustments required to achieve the desired mixture using the gas mix ratio guide as a tool. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 17, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error. (B)(4).